Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise oversensing. No programming changes made were reported and the lead remain in service. No patient consequences were reported.